Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided a5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was used following a femoral access procedure. It was reported that the bottom of the angio-seal "split". The device malfunctioned and was not deployed in the patient. Pressure was held and the patient was doing well. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 19jun2025: the angio-seal system housing the angio-seal components that get inserted into the angio-seal sheath were visibly "cracked".

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the header bag, carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the rear lock position with the anchor exposed. The bypass tube was not returned. The sheath and carrier tube were returned separated. The sample was returned for evaluation and no damage was noted to the carrier tube. The device appears to have been attempted to be deployed but the components were separated. As a result, complaint was unable to be confirmed for a damaged carrier tube but could be confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip of the sheath preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).